Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was fractured. Additional information from the field representative was obtained which indicated that the lead fractures were diagnosed at the patient's device clinic based on noise, high thresholds, loss of capture (loc), etc. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.